Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unrelated service visit, the cardiosave intra-aortic balloon pump (iabp) has a broken bp input plug. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that found units bp port was damaged, replaced front end board (0670-00-1164). Functionality checks passed factory specifications. Returned for clinical use upon completion.